Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that patient presented during a pacemaker implant procedure. The right ventricular(rv) lead was repositioned due to unsatisfactory initial measurements. The rv lead's helix had an issue releasing and retrieving. The guidewire used to position the rv lead could not go through due to internal obstruction. There was a failure to sense the r-wave and impedance of the rv lead. A new rv lead was used instead.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
New information received stated patient was stable before/during/after procedure.

Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.